Event description:
The pt was revised because of pain with a loose glenoid. The glenoid component was not located when the pt was opened.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the info provided, as the part and lot number required to review, the device history records was not provided. Provided info states the glenoid could not be located inside the pt. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the product and/or any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.